Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that the battery oscillator device was making noise and the saw was not moving. During service and evaluation, it was observed that the motor seized, jammed and moved heavy. It was also observed that the bearings and adjuster fork inside saw head were rusted. It was further determined that the device failed the following pre-tests: functional test, check trigger and ecu (electric control unit) function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.